Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 9/4/2012, belt: 7/23/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was taken to the hospital by an ambulance prior to passing. Review of the download data, indicates the patient received one appropriate treatment and one additional treatment in response to oversensing of low cardiac signal. The patient received the first appropriate treatment at 19:45:04 on (B)(6) 2019, while the patient was in ventricular fibrillation (vf). The patient's post shock rhythm was sinus pause for approximately 14.50 seconds with severe sinus bradycardia at 10 bpm. The patient received a second treatment at 19:46:02 while the patient was in sinus bradycardia at 20 bpm with pvc's cardiac amplitude oversensing transitions to idioventricular rhythm at 20 bpm. The patient's post shock rhythm was an idioventricular rhythm from 20-30 bpm. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. The patient was in an idioventricular rhythm at 50 bpm slowing to an idioventricular rhythm at 40 bpm from approximately 19:46:20 until the electrode belt was disconnected at 19:56:00 on (B)(6) 2019. The patient passed away on (B)(6) 2019.